Manufacturer narrative:
The insulin pump had a frozen screen after battery installation at the medtronic screen; the problem was isolated to printed circuit board. The insulin pump was received with scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump screen was frozen. It was reported that the pump would be replaced and returned for analysis. No further information provided.